Event description:
The customer reported that there was an iris potentiometer error message, press any key to continue displayed on the system. Once the key was pressed, the system began to operate as intended. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.